Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the locked out. The device is designed to lock out when all the clips have been fired. Due to the returned condition of the device it could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # f9hd2y mfg date: 08/29/2009; exp date: 07/29/2014 (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, there were malformed clips. The same device was used to complete the procedure. There was no patient impact.